Event description:
A healthcare facility in taiwan reported via a fisher and paykel healthcare (f&p) field representative, that the expiratory limb connector of a rt380 adult dual-heated evaqua2 breathing circuit was found loose and leaking air during patient use. There was no reported patient consequence.

Manufacturer narrative:
(B)(4). Method: the complaint rt380 adult dual heated evaqua2 breathing circuit was not returned to fisher & paykel healthcare (f&p) in new zealand for investigation. Our investigation is therefore based on the information and videograph provided by the customer, and our knowledge of the product. Results: visual inspection on the provided videograph revealed no visible damage or loose connection to the rt380 circuit. It was also noted that part of the expiratory limb patient end connector is covered by adhesive tape. Further inspection also showed that the airway temperature probe is not fully inserted. Conclusion: without the complaint device, we are unable to determine the cause of the reported event. All rt380 adult dual heated evaqua2 breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. The subject rt380 adult dual heated evaqua2 breathing circuit would have met the required specification at the time of production. Our user instructions that accompany the rt380 adult dual heated evaqua2 breathing circuit state the following: "check all connections are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient." "Visually inspect breathing sets for damage (e.g. Crushed tube or cracked connector) before use and replace if damaged."

Manufacturer narrative:
(B)(4). We are currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in taiwan reported via a fisher and paykel healthcare (f&p) field representative, that the expiratory limb connector of a rt380 adult dual-heated evaqua2 breathing circuit was found loose and leaking air during patient use. There was no reported patient consequence.